Event description:
The device was returned for reliability analysis.

Event description:
Boston scientific received information that after this patient received a left ventricular assist device (lvad) this device stopped functioning. Attempts to interrogate were made and none were successful. Additionally there were no magnet tones or telemetry. Boston scientific technical services (ts) suggested immediate replacement. The device was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no telemetry or pacing output was observed. A real time xray confirmed no irregularities with the connections or components. The pg casing was removed and an external supply was set. Battery cell depletion was determined to be a result of field induced electrical over stress.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.